Event description:
It was reported that the patient had an infection with signs and symptoms of pain and drainage noted at the midline incision site. It was unknown whether the infection was device and procedure related. The patient had blood work and results indicated abnormal inflammation levels. It was also stated that the patient leads had migrated. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware of the event.